Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: h6 (medical device problem code). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the iab and between catheter and sheath. The non-maquet sheath was returned covering the catheter tubing and the rear seal. Two kinks were observed on the catheter tubing 76cm and 47.7cm from the iab tip. The extender tubing was also returned. The inner lumen was found to be occluded. The occlusion was able to be cleared. Multiple leaks were observed on the iab membrane. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing were performed and three leaks were detected on the membrane approximately 11.4cm,12.2cm and 12.2cm from the iab tip measuring 0.25cm, 0.035cm and 0.035cm in length. The evaluation confirms the reported failure. The reported problem were most likely triggered by a leak which was found on the membrane. The penetrations appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that the intra-aortic balloon had gas loss issue, catheter discontinued and removed. Patient anatomy may have been issue, clot found in balloon, vascular consulted for difficulty during catheter removal. No harm reported.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).